Event description:
When the device was inserted into the cavity, something like a white part disengaged into the cavity. It was immediately retrieved and another device was used. Procedure type: laparoscopic cholecystectomy.